Event description:
The dealer states that the seat upholstery has begun to wear out and become stretched.

Manufacturer narrative:
No end user information provided. The product is not expected to be returned. A follow-up will be sent if additional information is received.